Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicated that the ipg reached end of service and patient lost therapy. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the eri message triggered earlier than intended. A wireless software update was performed, but the eri message did not clear. Patient was reprogrammed, and device is providing therapy. Surgical intervention may take place at a later date to address the issue.